Manufacturer narrative:
Date sent to the FDA: 4/1/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported that the patient underwent inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent an exploratory laparotomy and repair of internal hernia on (B)(6) 2013 during which the surgeon noted a very loose piece of mesh in the subcutaneous tissue. The previously placed mesh was reapproximated in the midline. It was reported that the patient underwent removal surgery and exploration of enterocutaneous fistula and insertion of t-tube for control of drainage on (B)(6) 2018. It was reported that the patient experienced severe pain, adhesions, infection, fistula, failure of the mesh to incorporate, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.